Event description:
As reported: "we have a problem with the jts system, it is the same problem as a year ago. We kindly ask you to replace the drive unit serial number (B)(6) with another new unit. The request is quite urgent as the patient has already been scheduled for another procedure on (B)(6). Notes: center is exposed to jts system, same skilled physician as in the past. It has been tried several time the unlocking procedure to switch from b to a. Power unit set on 3 and 4. Implant sounded as locked, sounded working going reverse (b) and then going ahead (a) but just for a few seconds." Update 15april2021: as reported: "we inform you that during the last lengthening procedure the same problems occurred with the patient pin (B)(6) and that the lengthening was not obtained. We tried to unlock the mechanism by switching between configuration a and b and vice versa. From the sound the mechanism seemed to work for a short time but only in shortening b, and then stopped again. Through the stethoscope we heard from the jts femoral implant a humming/buzzing sound of the mechanism both in a and b. At the moment of switching on in a and in b, we heard a whistle/buzz with increasing frequency from the implant, which becomes a constant buzz when the mechanism stops after some seconds. The doctor will want to make another attempt this summer."

Manufacturer narrative:
Reported event: an event regarding seizing involving a jts, distal femoral replacement, extension mechanism was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned. Clinician review: a review of the provided x-rays by a clinical consultant indicated: the implant in situ was for a jts distal femoral replacement which was inserted on (B)(6) 2018. The surgeon reported that after successful 6 times of 5mm extension, the implant has stopped to extend even with a number of attempts. The images provided show that the implant has some extension, however, it cannot be confirmed that the implant has stopped to extend because there was no date on the images that can be compared whether the image has been taken before and after extension. Therefore, more images are required in order to confirm the clinical report. Device history review: review of the product history records indicate the device was manufactured and accepted into final stock with no reported discrepancies complaint history review: pin (B)(6). There has been 1 other event. Conclusion: the jts, distal femoral replacement, pin 21078 was implanted on the (B)(6) 2018. On the 2nd of (B)(6) 2021 it was reported that the patient has had 6 previous extensions for a total of 30 mm (6 x5 mm) and currently, the patient has a 1cm leg length discrepancy. Review of the patient history shows the patients last successful lengthening procedure was in (B)(6) 2020. During the last two lengthening procedures two different drive units have been used and both were unsuccessful. The exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, progress notes, additional x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There has been 1 other similar events for the lot referenced. Device not returned.

Event description:
As reported: "we have a problem with the jts system, it is the same problem as a year ago. We kindly ask you to replace the drive unit serial number (B)(4) with another new unit. The request is quite urgent as the patient has already been scheduled for another procedure on march 15th. Notes: center is exposed to jts system, same skilled physician as in the past. It has been tried several time the unlocking procedure to switch from b to a. Power unit set on 3 and 4. Implant sounded as locked, sounded working going reverse (b) and then going ahead (a) but just for a few seconds."